Manufacturer narrative:
March driveline faults MFR # 2916596-2022-10285. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline fault alerts while admitted for a driveline infection. The log file review found low flow events as well as isolated driveline faults. It was later communicated that the patient had driveline faults in (B)(6) of 2022 and the controller was exchanged at the time. It was suspected that the reappearance of the faults suggests wire breakdown inside the driveline. It seemed that the red wire was exhibiting lower current than expected. The clinician later reported that the patient had a lot of rescue tape on their driveline and that there was a kink in one section. A driveline repair was performed. It was later communicated that the patient continued to have driveline fault alarms following external driveline repair. Additionally, backup battery fault alarms were noted in the log.

Event description:
It was later communicated that the onset of the driveline infection was (B)(6) 2022 when the patient presented to the emergency room with driveline drainage. On (B)(6) 2022 an x-ray was performed and showed the driveline to be intact, with some possible discontinuity in the developing sheath near the skin surface. The patient was reportedly not a pump exchange or transplant candidate due to comorbidities. The low flow alarms resolved with hydration.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported driveline faults; however, evaluation of the submitted log file confirmed driveline faults, low flow events, and a pump stop. A direct correlation between the device and reported driveline infection and hypovolemia could not be conclusively determined through this investigation. The submitted log files captured 8 driveline faults in phase 3 on 20sep2022, 23sep2022, and 19oct2022. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Seven low flow alarms were captured on 11sep2022, 15sep2022, 17sep2022, 21sep2022, and 06oct2022 when the pump flow dropped below 2.5 lpm. A pump stop was also captured on 19oct2022 at 13:20:34, and the pump speed dropped to 0 rpm. Based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted x-rays of the patient¿s internal and external portions of driveline were unremarkable. There were 2 internal bends in the driveline that could be related to the alarms; however, this cannot be confirmed. There were several areas of braided shield thinning on the external portion. A distal end driveline replacement was performed by a tech services representative on 19oct2022. Approximately 19¿ of the external portion/distal end of the driveline was returned. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Rescue tape was observed approximately 2¿-13" from the metal connector, and tears were observed in the silicone jacket 4¿, 4.5¿, 7¿, 9¿, 10.5¿, 13" from connector. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and major breakdown in the metal braided shield was observed throughout the entire length of the driveline. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. Incidental findings: tears in the silicone jacket of the driveline were observed. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16feb2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.